Event description:
The hcp explanted the device after 49.5 mos implant duration. The device was returned to the MFR. The MFR requested add'l info from the hcp. Add'l info rec'd stated the explant was a revision surgery.

Event description:
The pump had reached end of service and was replaced. The patient experienced no signs or symptoms and recovered without sequela.

Manufacturer narrative:
H6 - final device analysis results reveal - no anomaly found - normal device function. Pump contained clonidine, bupivicaine, and hydromorphone.